Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2017 due to multi-system organ failure. Per the vad coordinator, all available information was provided. No additional information is available. The device was not explanted and will not be returned for evaluation. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (multi organ failure, patient outcome) and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined. The center reported through patient outcome that the patient expired due to multi-system organ failure on (B)(6) 2017. Per the vad coordinator, all available information was provided. The device was not explanted. No alarms were reported for this event. Heartmate ii lvas, serial number (B)(6) was not explanted for evaluation. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.